Event description:
Rptr states the end user fell backward out of the chair twice because the clamps rotated and the anti tips turned up. The first time was about 5 months the end user hit the head and the second time was about 2 months ago the end user hurt the right arm trying to stop from falling. Both times end user was rolling chair backward at home. End user saw the dr both times, but did not report the incident to the dealer. End user came into the store for another reason and dealer told end user about the recall on the anti-lips.